Manufacturer narrative:
While removing the smart control stent delivery system (sds) after successfully deploying the stent in the iliac artery, the inner part of the catheter became detached from the device. The sales rep noted that a med student in the case pinched the sds during removal, causing the inner member to separate. The separated inner lumen stayed on the guidewire, and was removed without difficulty along with the wire. There was no patient injury reported. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15211657 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.

Event description:
While removing the smart control sds after successfully deploying the stent in the iliac artery, the inner part of the catheter became detached from the device. The sales rep noted that a med student in the case pinched the sds during removal, causing the inner member to separate. The separated inner lumen stayed on the guidewire, and was removed without difficulty along with the wire. There was no patient injury reported.